Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during bankart repair, suture was broken and could not reattached soft tissue to bone. The operator has implanted anchor and tried knotting; the suture was broken. The complaint device was received without anchor. Visual inspection revealed that the suture was not attached in the anchor and was separately wrapped. The suture was broken; also, it was frayed into the distal portion. Therefore, this complaint can be confirmed. Finally, it was identified that the shaft and the suture present blood residues. The possible root cause for this failure can be related to the instruments used in handling the suture has sharp edges or when excessive stress allowing the suture loop to come off the anchor and then damaged. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: 5l80950, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via distributor via complaint submission tool that during bankart repair, suture was broken and could not reattached soft tissue to bone. The operator has implanted anchor and tried knotting, the suture was broken. Another device was used to complete the surgery. There were no adverse consequences to the patient. There was a surgery delay of 2 minutes reported. The device is available to be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.